Event description:
It was reported by the neurologist that high impedance was seen on the patient's device. X-rays were received in which no anomalies were identified. The lead pin was noted to be fully inserted into the generator (based on the angle of the image). The generator is placed slightly below the 4th rib. Both feedthru wires appear intact. There is a strain relief bend present, however no strain relief loop is present. One tie down is seen but are not placed per labeling, as only one is present after the bend. There was a portion of the lead that appeared to be routed behind the generator. No sharp angles were seen. The cause of the patient¿s high impedance is unknown. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.